Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient called in wanting to know what they should do with their equipment. They added that they had their device removed because it was not working right for them. No patient symptoms were reported and no further complications have been reported as a result of this event.